Manufacturer narrative:
Block h6: imdrf device code a0402 captures the reportable event of a balloon burst.

Event description:
It was reported to boston scientific corporation that a cre pro wireguided dilatation balloon was attempted to be used in the bile duct during a procedure to treat stones performed on (B)(6) 2025. During the procedure, when the balloon was inflated, it did not inflate. A balloon rupture was evident. It was reported that no part of the device detached and fell into the patient. The procedure was completed with another cre pro wireguided dilatation balloon. There were no patient complications reported as a result of this event.